Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (communication) issue. Reportedly, pump gave alarm but there was no record of the alarm in the alarm history. Reporter stated that the pump was rebooted and got the alarm again several times. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/18/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/03/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data did not find any related activities. On investigation, the pump powered on with the appropriate audible and vibratory functions. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidents. The investigation was unable to duplicate the reported call service alarm issue.